Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The pace impedances measurements had suddenly increased from 850 ohms to 2,000 ohms. It was alleged that the lead dislodged. In addition the shock impedance also increased to greater than 200 ohms in all shock configurations. The patient underwent a revision procedure and under fluoroscopy a rv lead fracture was noted near the pocket. The physician opted to place a new rv lead and capped the previous lead. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.